Event description:
During elective laparoscopic procedure. Laceration to small bowel and right iliac artery & vein resulted following puncture by trocar. Patient incurred large volome of blood loss requiring multiple transfusions; required emergency laparotomy and repair and grafting of rt. Iliac artery/vein, repair of small bowel tear; cystoscopy; insertion of r ureteral stent.note: as of this date, there is no determination of actual cause, i.e., user error vs equipment failure.